Manufacturer narrative:
The pump was received with intermittent button response due to flat button dome. The connector was inspected and locked on the lcd board. The pump was received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button is not working properly. The customer's blood glucose at the time was over 150mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.